Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review was unable to be performed as no serial number was provided.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Reporter stated that as of "(B)(6) 2024" the patient had been experiencing symptoms that, "was previously reported for 2 weeks." E1: facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the patient was hospitalized for unspecified ms3 pump brand device issues and the patient was off their remodulin therapy for approximately 12 hours. Per reporter patient was on therapy for secondary pulmonary arterial hypertension. Therapy included remodulin at a concentration of 10.0 mg/ml delivered continuously via subcutaneous route with a current dose reported as 0.100 ug/kg; and injections of winrevair. Patient was reported to experience adverse effects that may have been related to an issue with the drug delivery device and/or use and handling of the drug delivery system. Platelet count decreased was reported, however, the reporter state this to be possibly related to winrevair which resulted in a decrease back to the starter dose for next injection. Additional reported adverse effects were: abdominal pain upper, nausea, vomiting for two weeks and weight loss of twelve pounds. Patient was also reported to have had a fever prior to the hospitalization that had resolved, but had recurred. Per reporter when these adverse effects occurred the patient was advised to go to the hospital emergency room which resulted in the hospitalization.